Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Revision for pseudo tumor on removing the femoral head noted disco, librations of trunnion on head and stem. (B)(6) 2018: clarification of event; 'disco,librations' should read 'discolouration.'

Event description:
Revision for pseudo tumor on removing the femoral head noted disco, librations of trunnion on head and stem. (B)(6) 2018: clarification of event; 'disco,librations' should read 'discolouration.'

Manufacturer narrative:
An event regarding pseudotumor involving an exeter stem was reported. Corrosion was confirmed by the material analysis report on the returned devices. Method & results: -product evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar), dated (B)(6) 2018. Images of the device are included in the mar. The returned device; the parts were examined with the aid of a stereo microscope at magnifications up to 50x. The anterior, posterior, superior and inferior surfaces of the stem. Damage consistent with the cement-mantle breakdown and explantation processes was observed. A sample of the debris was placed on a scanning electron microscope (sem) for further analysis. The stem, head and debris were analyzed under a scanning electron microscope (sem) for further evaluation. Sem analysis energy-dispersive spectroscopy (eds) analysis was performed on the stem, head and debris. Elemental constituents of the stem included fe-cr-ni-mn-mo, which are consistent with astm f1586 alloy. Elemental constituents of the head included co-cr-mo, which are consistent with astm f1537 alloy. Elemental constituents of the debris included. The high peaks of cr and mo compared to co are consistent with a corrosion product from the head. Ca-p-mg is consistent with biological material. Fe is consistent with the stem base alloy. Material analysis a material analysis has been performed. The report concluded: debris was observed on the trunnion of the head and taper of the head. Eds showed the stem was consistent with astm f1586, the head was consistent with astm f1537 and the debris was consistent with a corrosion product from the head, biological material and the stem base alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -medical records received and evaluation: not performed as no medical records were returned for review. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there were no other events for the lot provided. Conclusions: the mar concluded: debris was observed on the trunnion of the head and taper of the head. Eds showed the stem was consistent with astm f1586, the head was consistent with astm f1537 and the debris was consistent with a corrosion product from the head, biological material and the stem base alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. The exact cause of the event could not be determined because insufficient information was provided. Further information such as histopathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.